Event description:
The facility representative reported a device with a condition of depleted battery. This condition occurred during patient therapy. The event occurred in the patient,s room. Therapy was stopped for an unknown period of time according to the facility representative. The pump was swapped out. IV therapy drug was being infused. There was no patient injury , adverse event or medical intervention associated with this report. There was no other information available.

Event description:
On november 3rd, 2009, the customer contacted baxter to advise that a colleague volumetric infusion pump (product code and serial number unknown) encountered a failure. The problem was noted during use on a patient, and there was patient injury reported. The patient's outcome is still unknown. The device availability for evaluation and the software version is unknown at this time. Despite several attempts made by baxter, no additional information has been obtained regarding this event at this time.

Event description:
The customer reported 12-lead ECG signal loss during monitoring. There was no patient impact.

Manufacturer narrative:
(B) (4)the pump is available for evaluation and will be evaluated by baxter. A follow-up report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B) (4)there is a CAPA investigation an fca number associated with this report. (B) (4)

Manufacturer narrative:
(B) (4) this device utilizes user interface module master software (B) (4) categorized as remediated. The reported condition was confirmed and duplicated. There were two battery depleted sets found in the event history. From the point of the first depleted event, the unit was not charged a minimum of 12 hours.